Event description:
It was reported by repair work order that the brakes wont hold due to worn brake ring weldments. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.